Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. Please see h11: corrected data related to photographic evaluation. Additional information was requested, and the following was obtained: when did the symptoms of ¿refractory spams¿ begin? Linx placed (B)(6) 2020, spasms began after her first MRI on (B)(6) 2020. When was each of the MRI¿s taken and what was the strength of each MRI (please list all dates of the MRI¿s and each strength)? (B)(6) 2020, (B)(6) 2021. All scans were 1.5 tesla. Could we please have a copy of any x-ray photos of this patient? No x-rays performed after the day of implantation. What was the date of the imaging which showed the discontinuous linx? N/a. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient have any other surgeries in the area? Previous history of gastric sleeve surgery with hiatal hernia repair. Was any additional imaging performed since the device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. N/a. Did the patient have a replacement linx or fundoplication when the device was explanted? No. Can we please have the operation notes? The body of the op note from implantation is copied below: pre-operative diagnosis: gastroesophageal reflux disease with recurrent hiatal hernia. Post-operative diagnosis: gastroesophageal reflux disease with recurrent hiatal hernia. Procedure performed: laparoscopic redo hiatal hernia repair with linx band placement (robot assisted). Anesthesia type: general. Estimated blood loss: 10 cc. Specimen: none. Findings: size 17 linx band. Summary of operation: the patient was taken to the operating room and placed in the supine position, at which time general endotracheal anesthesia was administered. A timeout was taken to confirm the patient's name, medical record number, and procedure type. Preoperative antibiotics were administered. The patient was prepped and draped in a standard fashion with all pressure points padded appropriately. Entry was gained in the infraumbilical space with a veress needle and the abdomen was insufflated to a pressure of 15 mmhg. The needle was removed and an 8 mm trocar was placed infraumbilically. The abdominal contents were surveyed and no bowel or omental injuries were identified at level of trocar insertion. An additional 8 mm trocar was placed in the left upper quadrant for the purposes of laparoscopic lysis of adhesions due to extensive intra-abdominal scar tissue. This was performed with the endo shears without complication. The patient was placed in reverse trendelenburg position and a subxiphoid incision was made for insertion of a nathansen liver retractor. The liver retractor was placed under the left lobe of the liver and the esophageal hiatus was visualized. A recurrent hiatal hernia was noted. Four additional 8 mm trocars were placed in line with the umbilical trocar in a medial-to-lateral fashion with the port at the patient's right lateral aspect to be used as an assist port. The da vinci xi robot was then brought in and docked to the robotic trocars. I then transitioned to the surgeon console. The lesser sac was opened and the right diaphragmatic crus was identified. Dissection was then carried along the diaphragmatic crus up along the esophageal hiatus and over to the left diaphragmatic crus. The stomach was noted to reduce into the abdomen with minimal tension and the gastroesophageal junction was identified. The esophagus was mobilized into the chest with a combination of sharp dissection and electrocautery for a distance of at least 4 to 5 cm. Following 360-degree circumferential dissection, the gastroesophageal junction was noted to rest easily in the abdomen under no tension. The hiatal hernia was then repaired anteriorly and posteriorly with multiple 0 ethibond sutures that were secured with a tk knot device. Following repair of the diaphragmatic hernia, the posterior vagus nerve was identified and dissected away from the lower esophagus. The linx device sizer was then brought in by my assistant and the esophagus was sized at the gastroesophageal junction for appropriate linx band placement. A size 17 linx band was then brought in laparoscopically and secured around the gastroesophageal junction between the esophagus and the posterior vagus nerve. The 3-dimensional magnetic lock was engaged and was noted to be well positioned and locked which was confirmed by laparoscopic counter-tension. The sutures on the linx device were cut and removed from the abdomen. The abdominal contents were laparoscopically surveyed and hemostasis was confirmed. The linx device and the gastroesophageal junction were noted to rest comfortably within the abdomen under no tension. I then rescrubbed back into the case and the da vinci xi robot was undocked and all trocars were removed under laparoscopic visualization after removal of the nathansen retractor. No significant damage to the liver was noted after removal of the nathansen retractor. The skin and subcutaneous tissues of all incisions were infiltrated with a local anesthetic and closed with absorbable suture. Sterile dressings were applied in the operating room. At the conclusion of the operation, all counts were complete and accurate. Complications: none. Condition: good. Disposition: discharged home, follow up in two weeks. Corrected data = h10 photographic evaluation that was previously reported under mwr-12012021-0000876098. Corrected data = additional information received: photo that was previously reported is not associated to this product complaint. Please disregard photographic evaluation that was previously sent.

Manufacturer narrative:
(B)(4). Date sent: 03/02/2021. H6: investigation findings = biological problem identified (c01). Device analysis: a used 17-bead linx device was returned for analysis in two segments (10-beads and 7-beads). The wires were visually inspected for wear (thinning, necking, etc.). No wire issues were observed excepting for two cut wires, which were cautery cut during an explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 25371 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Mfg date: 24jul2019. Exp date: 24jul2023.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 25371 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Photo was provided for review by ethicon medical safety officer. Following are their observations: "I reviewed a picture of a screen showing a spot film image from an ugi exam. The xray image showed a discontinuous linx device. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device." The mechanism/cause of failure cannot be determined from the provided images/videos. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2020. What is the lot #? 25371. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies? No. Is the patient currently taking currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Previous gastric sleeve. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Refractory spasms. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Too early to tell. Additional information: explanted for refractory spasms despite 2 dilations and a ton of steroids. The patient ended up having unrelated ortho problems postop that needed multiple mris (4 studies over a 5 month period, starting one week after her linx). The surgeon stated "the devices are MRI safe, but they still get a bunch of inflammation after the scans, particularly early on. I think the inflammation generated by the mris was a significant factor in her issues. When I went to explant it, several of the wires between the beads looked very atypical, almost worn down. Two of the wires immediately broke when the cautery got near, which is not normal. The product code should be (B)(4).

Event description:
It was reported that a linx device was explanted today. The reason for explant was not given.